Manufacturer narrative:
Device evaluation: one cadd legacy plus pump was returned for analysis. Event history log review was performed and found no evidence of reported problem. Visual inspection and functional check were performed. The customer's reported problem was confirmed. According to the investigation, the pump was found to be displaying "1261" and changing into an error code 1260 alarm message during power up. Investigator will replace the pump microprocessor unit board to correct the reported issue. The problem source of the reported problem is unknown.

Manufacturer narrative:
Device evaluation in progress.

Event description:
It was reported that the cadd solis vip pump produced error code 1260. The error kept reappearing after it was cleared. No patient injury, or complications were reported in relation to this event.

Event description:
Additional information was received indicating that the issue was discovered during testing and there was no patient involvement.

Manufacturer narrative:
Other text: h6 (patient code).